Event description:
After performing a ventriculography procedure and taking aortic pressures, the physician noticed that the catheter had occluded due to a thrombus formation. The physician was able to clear the occlusion by flushing the catheter and believed that this incident caused intermittent ischemic events. There was no further info available and no reported injury to the pt.